Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated from the syringe and the syringe was not drawing insulin. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 328431. Batch no. 6088574. It was reported that needle hub separated from two syringes and another syringe was not drawing insulin. Verbatim: pet owner reported needle hub separated with two syringes and not able to draw insulin with a third syringe. Stated concerned needle may come off in pet during injection. Stated she started this box on 04/14/19 but does not have an exact date of when incidents occurred. Lot: 6088574, item: 328431.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6088574. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200638930] noted for damaged tips. There was one (1) notification [200639012] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated from the syringe and the syringe was not drawing insulin. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 328431 batch no. 6088574. It was reported that needle hub separated from two syringes and another syringe was not drawing insulin. Verbatim: pet owner reported needle hub separated with two syringes and not able to draw insulin with a third syringe. Stated concerned needle may come off in pet during injection. Stated she started this box on (B)(6) 2019 but does not have an exact date of when incidents occurred. Lot: 6088574, item: 328431.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated from the syringe and the syringe was not drawing insulin. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 328431 batch no. 6088574 it was reported that needle hub separated from two syringes and another syringe was not drawing insulin. Verbatim: pet owner reported needle hub separated with two syringes and not able to draw insulin with a third syringe. Stated concerned needle may come off in pet during injection. Stated she started this box on (B)(6) 2019 but does not have an exact date of when incidents occurred. Lot: 6088574, item: 328431.

Manufacturer narrative:
H.6. Investigation: customer returned three (3) loose 0.3ml bd insulin syringes. Pet owner reported needle hub separated with two syringes and not able to draw insulin with a third syringe. All three returned syringes were examined, and it was observed that all three exhibited needle-hub/shield separation; no damage to the barrel tips was observed. Due to the needle-hub separation, the user would not be able to operate or draw using the syringe (as reported). A review of the device history record was completed for batch# 6088574. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200638930] noted for damaged tips. There was one (1) notification [200639012] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined.